Event description:
It was reported that the ventricular lead exhibited irregular capture and noise. When the patient moved his arm the device exhibited increased noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 2 cm from the lead tip and exposed the sensing cable.